Manufacturer narrative:
The info provided indicates that the pt developed and was treated for a seroma, and or a hematoma was diagnosed post implant, both of which are noted in the instructions for use under the adverse reaction section. According to the risk mgr, the mesh remained implanted. Available info indicates no device will be returned and/or add'l info will be provided. We, therefore, consider this report complete to the best of our current knowledge. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether the device may have caused or contributed to the event as no product has been returned and no further details or medical records will be provided. No conclusion can be drawn at this time.

Event description:
Info reported to davol fa by implant facility risk mgr as obtained from implant surgeon. On (B)(6) 2010, pt underwent xenmatrix implant via open abdominal approach to repair an abdominal incisional hernia (umbilical). The wound at the time of implant was classified as clean / contaminated. The pt had a history of obesity and chronic draining sinus. The size of the defect prior to repair was 4 x 4. The mesh was fixated with vicryl suture. The implant procedure was 1.5 hours in duration. The porcine mesh was trimmed in the corners. A seroma, and or a hematoma was diagnosed post implant. The wound was packed with iodoform dressing. The graft was not explanted.